Event description:
It was reported that during a laparoscopic myomectomy, it was found on the mayo stand that the distal end of the blade was broken off in about 2 hours. There were not an error and a keening sound. Although the doctors searched for the broken blade in the mayo stand, gauze, washing beaker, the floor of the operating room, it was not found. The wash and suction and x-ray were performed to search for the broken blade inside the patient, but it was not found. Another device was used to complete the case. The device was used for the uterus. Another device was used to complete the case. The doctor commented that the device had not contacted to something hard.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.